Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Event occured on 05/22/2024, 05/26/2024, it was reported that patient faced two event of infusion set fell off during use. The event occurred within 2 days of insertion. The blood glucose level was reported 164mg/dl during the event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.